Event description:
It was reported that t:slim x2 pump battery did not begin charging while customer was using tandem charging cable with third-party wall adapter, despite wall outlet working. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to leave adapter plugged into known working outlet for at least 30 minutes, after which pump began charging when customer switched to different non-tandem wall adapter while continuing to use tandem charging cable, and pump did not shut down or become unable to turn back on; customer was advised that third-party charging supplies were not recommended outside troubleshooting and was sent replacement charging supplies, and no further assistance was required.